Event description:
A surgeon reports a pt that is overcorrected in both eyes following bilateral myopia with astigmatism refractive surgery. This report is for the left eye, the right eye is being reported under manufacturer report #1061857-2008-00148. At two weeks post-op, the left eye is overcorrected by +.75 diopter and bcva is 20/20 (equal to pre-op). Additional info has been requested.

Manufacturer narrative:
A surgery database performance verification was performed on this system. The analysis determined the laser performance factors analyzed were operating within spec during the time of this pt's surgery. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report mailed in to FDA on: 07/11/2008.